Event description:
It was reported that a 74-year-old caucasian female patient underwent revision breast augmentation with 390cc unknown saline implants and experienced breast implant deflation on her right side postoperatively; diagnosed via mammogram. The patient has consulted with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Lot number 17168877 provided by the customer does not correspond to a finished device, and we are therefore unable to perform a manufacturing record evaluation. Follow ups are being performed for more information, and a supplemental report will be submitted upon receipt of information. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).